Event description:
Pt with diagnosis of cancer left lung presented to same day surgery for thoracentesis under ultrasound guidance. Foley catheter inserted but would not drain. When attempting to remove foley, balloon would not deflate. Urologist consulted to remove foley catheter.